Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump¿s down button was sticking. Customer stated that the insulin pump had rejected new batteries alarm and no delivery alarms. Customer also mentioned that the battery cap was hard to take off and they were used screwdriver. Insulin pump had louder or grinding noise during rewound process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.